Event description:
The hangers were removed from the wheelchair in order to make a transfer with the end user. The end user cut their leg during the transfer and required stitches on the calf area.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.